Manufacturer narrative:
(B)(4). After that the ventilator was removed from the patient, a customer technician tried performing short self-test (sst), and the reported condition was duplicated. The spo2 value reverted. The repair information was not provided.

Event description:
It was reported that during patient use, the ventilator stopped cycling, the safety valve open lamp lit, and the display went black. The patient was manually ventilated via an ambu bag. The device was turned off and on, it started cycling. The ventilator was reconnected to the patient, he patient's saturation declined a little when the incident occurred. The device was replaced on the next day. There is no report of serious injury or death associated with this event.